Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent a gastric bypass procedure on (B)(6) 2026. On (B)(6) 2026, the patient presented to the emergency department with excessive postoperative bleeding. An immediate reoperation was performed. During the re-operation, bleeding was identified at the staple line of the gastric remnant, and it was noted that the staple line had opened. The surgical team reinforced the entire staple line with sutures to control the bleeding. The patient experienced an estimated blood loss of two liters and required rehospitalization for three days following the corrective surgery.